Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed without delay after moving the patient to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file, however; no errors were found. The fse checked the firewall configuration which was correct. The fse solved the issue by disconnecting and reconnecting the firewall. After this service action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the system geometry movements were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.